Manufacturer narrative:
Concomitant products: a 694758 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead warning triggered, and the right atrial (ra) lead exhibited varying/undefined impedances, as well as noise. A lead fractured was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.